Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Analysis of the instrument data indicate that the cause for the discrepant depressed urinary/cerebrospinal fluid protein (ucfp) is unknown. The initial result was below the analytical measurement range value provided in the ucfp flex reagent cartridge instructions for use and was not reported. The customer provided quality control results from the date of testing. The values were within laboratory ranges. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant depressed urinary/cerebrospinal fluid protein (ucfp) result was obtained on a patient spinal fluid sample on the dimension vista instrument. The result was not reported to the physician. The same sample was repeated on an alternate dimension vista instrument and a higher result was obtained and reported. The same sample was repeated in duplicate on the original dimension vista and higher results, similar with the one from the alternate instrument, were obtained. Patient treatment was not altered or prescribed on the basis of the discrepant depressed ucfp result. There was no report of adverse health consequences as a result of the discrepant depressed ucfp result.